Event description:
During priming a small hole was detected in the pvc tubing near the connection to the stainless steel cardioplegia coil. The damaged part of the tubing was removed and the tubing reattached to the coil. After 45 minutes of continuous cardioplegia delivery, the cardioplegia was warmed and a second small pinhole developed in the other leg of the cardioplegia tubing. The hole produced a blood spray which contacted the perfusionist. The blood loss was minimal and there was no adverse patient effect.